Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
Customer reported via phone call unexpected restart alarm and high blood glucose levels. Customer's blood glucose level was 475 mg/dl. Troubleshooting for unexpected restart alarm was performed. Customer advised the insulin pump went blank and when they replaced the battery nothing changed. Customer's alarm history showed multiple unexpected restart alarms and low reservoir alarms. Customer was advised to monitor the insulin pump and call back if issues persist.